Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case broken at both front corners. Customer's reported issue was not duplicated during power-up process. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced main printed circuit board for preventative purposes. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that error code time phase b event occurred. No patient injury reported.